Event description:
The patient was undergoing a trans-urethral prostatectomy (tur) under a spinal anesthetic. A solid electrosurgical pad was applied to the patient's right thigh. It was reported that the patient's thigh was hairy and was not shaved before application of the pad. Reportedly, the pad had initial good contact but after 30-40 minutes into the procedure, the surgeon noted a difference. It was reported that the pad was checked and it had lifted from the patient's skin. It was also reported that a full thickness burn was discovered and that a general surgeon sutured and dressed the wound.